Event description:
Routine complaint investigation when a health care facility reported high readings on the medisense blood glucose monitor when compared to a lab value obtained within 15 mins. The values, when plotted on a parkes error grid fall in the "e" zone showing the difference in values to be clinically significant. Obtaining the high reading caused an administration of insulin that may have resulted in a hypoglycemic event.